Manufacturer narrative:
(B)(4). Corrected data: the sterrad® nx was returned to service on 12/24/2015, not 12/24/2016. Asp investigation summary: the investigation included a review of the device history record (DHR) failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited no odor. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil and filter gaskets were not returned for functional analysis. The assignable cause of the odor/smells is the catalytic converter, oil mist filter, vacuum pump oil, and filter gaskets. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter and two filter gaskets were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 12/24/2016. Conclusion codes: conclusion not yet available-evaluation in progress.

Event description:
A customer reported an event of an "odor" emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to vacate the room and ventilate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00039 and 2084725-2016-00040.